Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was broken. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye and magnification was performed and the silicone tubing inside the light blue main body was observed twisted. No damage was observed on the dark blue female connector. Leak testing was performed on both sides of the transfer set and no leaks were observed. Clear passage testing was performed and no flow was observed through the set. Clamp function testing was unable to be performed due to the twisted tubing inside the main body. The reported damage to the female connector was not verified. The cause of the no flow was due to the twisted tubing inside the main body, however the cause of the twisted tubing could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.